Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to correct the describe event or problem as the patient was given preoperative antibiotics and the pocket was irrigated thoroughly. It was reported that the patient with this right atrial (ra) lead had infection with sepsis. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead had infection with sepsis. This ra lead was explanted. No additional adverse patient effects were reported.